Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The catheter resistance occurred in the distal section. The pipeline push wire and microcatheter were not damaged. When pushing, the tip end of the pipeline could not be opened, and repeated adjustments did not work. The surgeon considered the problem with the stent.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. The micro catheter was not returned. In addition, the size and model of the micro catheter were not reported. Therefore, any contributing factors from the micro catheter including its compatibility with the pipeline flex could not be assessed. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a . Conclusion: based on the returned device, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, or user deploying the braid in the vessel bend. The customer reported that the braid was not positioned in the vessel bend, ruling out the user deploying in the vessel bend as a potential cause. In this event, the severe vessel tortuosity and the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer report of "resistance during delivery" was not confirmed as the pipeline flex was returned without the catheter. No damage was found with the pushwire. The cause of the resistance could not be determined. Possible causes of the resistance include severe vessel tortuosity and lack of continuous flush with heparinized saline during delivery. Since the micro catheter was not returned, any contribution of the catheter to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a navien catheter had difficult navigation and a ped pipeline failed to open. On (B)(6) 2024, the healthcare provider (hcp) performed a treatment for a left internal carotid artery blood blister-like aneurysm. The patient had a tortuous blood vessel. When the surgeon pushed the intracranial support catheter 6f navien upward, after many adjustments, the navien still could not pass through the bend. The surgeon believed that the quality of the navien was problematic, so he withdrew the navien for complaint handling. After it was replaced with the tongqiao silver snake 6f intermediate catheter, which passed the bend, the stent microcatheter and the spring coil microcatheter were in place. After the spring coil microcatheter was in place and the spring coil was filled, the blood vessel diameter was measured and the ped-400-16 dense mesh stent was selected. After the stent was hydrated, it was delivered to the microcatheter. Because the patient's blood vessel was tortuous, when it was pushed, the surgeon said that the pushing resistance was large. After it reached the m1 segment of the middle cerebral artery, the surgeon began to deploy the stent. When the stent was deployed 8-10mm, the tip of the stent still could not open. After multiple adjustments, retrieved and deployed, and even pulling it to a position where the internal carotid artery was thicker, the stent still could not open normally. The surgeon considered that this was a quality problem with the stent, so he withdrew the stent and replaced it with a new one. Because ped-400-16 was no longer available, he chose ped-400-18 stent. The resistance during delivery was still large, but the tip end was opened smoothly during deployment, and then the middle and end sections were deployed. After the stent was detached, massage was performed with a guidewire, and angiography was performed to observe the stent adhesion situation. The stent adhered well to the wall, and the intracranial blood vessel was normal. The surgery was completed and the patient was in a stable condition. The pipeline failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resehated less than 3 times. The pipeline was removed from the patient. The catheter had difficult navigation. There was no friction during delivery of the catheter. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. The patient was being treated for an unruptured, saccular blood blister-like aneurysm of the ophthalmic artery. The max diameter was 3mm and the neck diameter was 1.8mm. The distal landing zone was 3.29mm and the proximal landing zone was 3.98mm. The vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 8mm. No patient symptoms or complications were reported.